Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they saw their health care professional to make sure their machine was still working. The cause was not determined. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient fell a few times, is in need of an MRI of their head, and had other questions on how to use their device. The call center's information was given to the patient. The next day, patient called the call center and asked to be walked through on how to turn their ins off and also reported, "it hasn't been working for awhile." When asked to clarify, patient said they haven't felt stimulation at all and has experienced urgency. A change in therapy was also reported. Later on that day, patient called back. They were able to sync with their ins and confirmed that stimulation was off. The ins was turned back on and they adjusted stimulation to 2.75v on program 1. How to turn the ins on/off was reviewed. No further patient complications have been reported as a result of this event.